Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ measurements reportedly show several channels with high impedance which have increased over a period of time. There are no events or accidents known that led to the failure of electrodes. The patient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that in situ measurements show affected channels. The patient was re-implanted on (B)(6) 2017.